Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy scheduled (B)(6) 2022). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: hysterectomy scheduled (B)(6) 2022 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy scheduled (B)(6) 2022). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: hysterectomy scheduled (B)(6) 2022. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: medical device monitoring error ("essure insertion and endometrail ablation performed on same day "). The patient had a medical history of pelvic adhesions, uterine fibroid, d & c, endometrial ablation, hysteroscopy, endometrial polyp, right salpingo-oophorectomy, abnormal uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and heavy menstrual bleeding ("menorrhagia"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: hysterectomy scheduled (B)(6) 2022 the internal os of the right fallopian tube was obliterated and non-visualized. The left fallopian tube os could easily be visualized after the curetting. Three coils were left in place following the placement of the essure coil on the left side. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-may-2022: medical record received. Event medical device removal replaced with chronic pelvic pain. Event menorrhagia & medical device monitoring error were added. Treatment surgery added. Insertion and removal date updated. Medical history added. Rcc updated. Middle initial added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.